Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was advancing the taxus express2 2.75x28mm drug eluting stent to the target lesion. The proximal edge of the stent caught on some calcium. The stent was damaged before the physician was able to deploy it. The device was removed from the pt. It was noted that this was an expired device. No pt complications were reported. Pt status is satisfactory.